Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter (bec) that the unicel dxh 800 coulter cellular analysis system leaked clenz (cleaning agent) at the blood sampling valve (bsv) during the shutdown process. The leak was contained within the instrument. The operator was wearing personal protective equipment at the time of the event. There was no injury or exposure, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. Bec field service engineer (fse) replaced blood sampling valve because reagent was leaking between the pads. This repair resolved the issue.